Event description:
The international distributor reported the device had occurrences of voltage supply and power failures, and the device's backup battery was not operational. The device was reported to be not in use, therefore there was no patient harm or involvement. The distributor requested a power supply for replacement to correct the reported problem. If a failure of the ventilator occurs during use and the ventilator shuts down, an audible power fail alarm will activate.

Manufacturer narrative:
Part requested for further analysis